Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) with dark black stools with acute on chronic shortness of breath that required more frequent use of home oxygen. Hospitalization and transfusion were indicated. Additional information was received that the bleeding was confirmed with small bowel enteroscopy. The patient was treated with argon plasma at 0.2l/min and 25 watts and octreotide. The bleeding was resolved with the treatment.

Manufacturer narrative:
A3: date of birth should have been redacted for clinical study. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gastrointestinal bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.